Manufacturer narrative:
The device is available for return and the device evaluation is anticipated. 3m will continue to monitor. The instructions for use states, to reduce the risk of burns the site must be clean, dry and free of hair and to remove hair at application site.

Event description:
A patient underwent a left lower leg calf debridement with the use of the 3m¿ universal electrosurgical pad, 9130. Upon postoperative removal of the pad, a 3 cm x 2 cm third-degree burn extending to approximately 10 cm circumference was observed. The total time of the monopolar electrocautery use was approximately 2-30 minutes.

Manufacturer narrative:
A sample was returned and confirmed there was damage to the device. Due to contamination, no additional testing can be performed on the device. Retained samples were visually inspected and no signs of defects were observed. A device history review of lot 202411oh exhibited no abnormal results, and all release testing met specification. Solventum will continue to monitor.

Manufacturer narrative:
Initial MDR 2110898-2024-00013 noted the following: section g3 date received by manufacturer: 02/16/2024. Correction: section g3 date received by manufacturer: 02/22/2024.